Event description:
The patient was admitted to the hospital on (B)(6) 2012, through present with right leg abscess, infection of right knee, infected implant of right leg. Patient taken to surgery at hospital for removal of the infected implant in right knee (metal plate and 10 screws). The patient reported having the implant placed approximately 1 year ago at another hospital (unknown manufacturer and other specifics). The procedures for patient included: arthrotomy for infection; removal of metal deep; drainage of abscess; application of wound vac. During the surgery, pus was reported (cultured). Screws and plate removed and after dissection of the tissue, the knee joint pus was noted to come out of the screw holes when screws were removed. One screw hole appeared to be infected. Wound vac placed on patient and the patient remains in hospital related to wound vac issues and home placement issues. Tolerated procedure well and report sent to FDA due to no known manufacture of the plate and screws and pertinent information of the implant and screws.